Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to a fast-draining battery. As a result, the customer experienced dizziness. The customer self-managed to consume glucose, cola, and inject insulin (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.